Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 197 mg/dl at the time of the incident. The customer¿s other blood glucose level was as high as 400 mg/dl. The customer informed that the insulin pump had an hardware low level failures. The customer stated that they were able to clear the alarm and were also able to complete the insulin pump rewind. The customer mentioned that the insulin pump passed the self test. The insulin pump will not be returned for analysis.